Event description:
Device 4 of 5. Reference MFR report: 1627487-2012-10711, 10712, 10713, 10715. The pt had an scs system which included 4 leads from different lots (and three different models). It was reported, the pt was experiencing auto-reducing and impedance issues. Reprogramming was tried several times to no avail. The physician elected to replace two of the leads and the lead extension. Satisfactory stimulation was achieved post-operatively. Please note: the MFR is unable to determine which leads were removed, therefore, reports were generated for all four of them (devices 1-4).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.